Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles caused the defibrillator to display a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.